Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the stated that the pump dropped and the vibrate alert is not working. Customer did a self-test and the pump did not vibrate. Pump was dropped on a marble floor. The top of reservoir compartment. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had cracked battery tube threads, belt clip slot, reservoir tube lip and minor scratched display window. No vibration during the self-test due to broken vibrator red wire. Insulin pump passed the displacement test. The audible alarm feature functioned properly. No audio/beep alarm anomaly noted.